Event description:
It was reported that a buretrol burette had a malformed chamber. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection confirmed the reported problem; the burette chamber appeared to be ¿wrinkled¿. The cause of the condition was determined to be due to excess solvent during the assembly between the camera and caps. This issue has been escalated to CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.